Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The crimp was still intact. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, wires were visible at the wrist on the prograsp forceps instrument. There was no report of patient harm, adverse outcome or injury related to the reported event.